Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cse ran dark counts and quality controls, all resulting within range. The customer stated that the discordant, (B)(6) result were released in error. The results were validated and released as (B)(6) without confirmation of the result. According to siemens (B)(4) (us) - advia centaur cp rev e instructions for use: "after repeat testing, if at least two of the three results are reactive, the sample is considered repeat reactive for the presence of (B)(6). If a repeatedly reactive result is confirmed by supplemental tests, such as the advia centaur (B)(4) confirmatory assay,the sample is (B)(6)". The cause of the discordant, (B)(6) results being released is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on three patient samples on an advia centaur cp instrument. The discordant results were reported as (B)(6) to the physician(s) in error. The samples were repeated with an (B)(6) confirmatory test on the same instrument, resulting (B)(6) for sid (B)(6). The other two samples required dilution or repeat testing. The samples were repeated on the same instrument after the operator¿s error was discovered, and all samples resulted (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.